Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was unable to be confirmed due to unavailability of relevant imagery or medical report. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for 2 years and 5 months, underwent a valve in valve procedure due to moderate aortic insufficiency.'' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Review of patient information revealed that the patient had renal failure and was on hemodialysis, indicating that the patient had chronic kidney disease (ckd) which is a known factor that may increase the risk of leaflet calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for 2 years and 5 months, underwent a valve in valve procedure due to moderate aortic insufficiency. The patient was symptomatic with increasing gradients and heart failure. A non-edwards valve was implanted. The patient expired 8 days later due to cardiogenic shock, disseminated intravascular coagulation (dic), rv failure, multi system failure, and rv thrombus.